Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 2.2, lab: 1.5. Meter and lab tests were done within two hours of each other. Pt states that previously (date unk) he obtained a 5.0 on his meter when the lab result was within his therapeutic range. Pt also reports that his diet has recently changed and this is why his inr at the lab was probably lower than his therapeutic range. Pt self tester is a pharmacist.

Manufacturer narrative:
Investigation pending.